Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a implantable pulse generator (ipg) change, there was no output on the device for fifteen seconds after cautery was stopped. It was thought that there was oversensing occurring. The device remains in use. No patient complications have been reported as a result of this event.